Event description:
It was reported, the video system center displayed only color bars instead of an image. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the product will not be returned as the issue was resolved by powering off the unit and disconnecting. They then reconnected a scope, and powered the cv-170 video processor ¿ light source unit back on again. The customer followed these steps, cleared the color bars and brought back a live image on both scopes they tested, which cleared the color bar issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, h4 and h6. Correction: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center displayed only color bars instead of an image. No delay was reported. There were no reports of patient harm.